Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer ¿presence of barbs. On (B)(6) 2023, five patients with lung tumor needed to have a PICC catheter placed to infuse chemotherapy drugs. The catheters were placed at catheter placement room of the tumor department. The puncture was conducted with the guidance of ultrasound. After the puncture succeeded, the guide wire was introduced. At the time of removing the introducer needle, barbs were noted at the distal end of the guide wire. The presence of the barbs affected the removal of the introducer needle and the introduction of the introducer sheath. After the operator cut off the barbs with aseptic scissors, the introducer needle was removed successfully. This caused tension to the patient, increased unnecessary workload to the operator, and created unforeseeable risks for catheter placement.¿ this report addresses the fourth patient and device.